Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing a rising blood glucose (bg) level due to an unspecified infusion set issue. Bg value was not provided. Reportedly, customer administered a manual injection to address bg. The customer declined to provide additional information regarding the issue.